Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. H3 other text : device not returned to the manufacturer.

Event description:
This patient has been revised multiple times due to dislocation. The dislocation that was revised today was due to the constrained liner disassociating from the cup. It was discovered that the bipolar head was frozen inside the constrained insert. There was mobility between the competitor head and the bipolar portion but there was not mobility between the bipolar and the constrained insert. The constrained implant was removed and an mdm was placed.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a trident liner was reported. The event was confirmed. Method & results) product evaluation and results: visual inspection of the returned liner indicates the presence of damage consistent with explantation. Clinician review: a review of the provided medical records by a clinical consultant indicated: the ap pelvis x-rays dated (B)(6) 2023 show bilateral pressfit thas. The right tha in these x-rays has a constrained acetabular liner. The (B)(6) 2023 ap pelvis x-ray demonstrates that the right hip has dislocated. The acetabular constrained liner, along with the head and stem has dislocated from the shell. It is confirmed the patient had a tha with constrained liner and that this liner dissociated from the acetabular component in a tha dislocation. These findings are consistent with recurrent instability. The root cause for the recurrent instability cannot be ascertained from this limited documentation. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: it was reported that the patient was revised due to disassociation of the liner from the shell. A review of the provided medical records by a clinical consultant indicated: the ap pelvis x-rays dated (B)(6) 2023 show bilateral pressfit thas. The right tha in these x-rays has a constrained acetabular liner. The (B)(6) 2023 ap pelvis x-ray demonstrates that the right hip has dislocated. The acetabular constrained liner, along with the head and stem has dislocated from the shell. It is confirmed the patient had a tha with constrained liner and that this liner dissociated from the acetabular component in a tha dislocation. These findings are consistent with recurrent instability. The root cause for the recurrent instability cannot be ascertained from this limited documentation. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
This patient has been revised multiple times due to dislocation. The dislocation that was revised today was due to the constrained liner disassociating from the cup. It was discovered that the bipolar head was frozen inside the constrained insert. There was mobility between the competitor head and the bipolar portion but there was not mobility between the bipolar and the constrained insert. The constrained implant was removed and an mdm was placed.